Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for routine pulse generator change. During the procedure it was observed that the wrench could not get the set screw of the generator to stay in place. A different wrench was attempted but could not tighten the screw. The device was not implanted, and a replacement was used to complete the procedure. There were no patient consequences.